Event description:
The reporter was unsure where the catheter became disconnected, but thought it was somewhere in the patient¿s back.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter disconnected from the pin connecter. It was believed that the catheter had disconnected from somewhere in the spinal segment. The catheter will be reconnected in a future surgery. The health care professional was planning to increase the concentration in preparation to the procedure to resume therapy for the patient. No patient symptoms were reported. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot # n320793002, implanted: (B)(6) 2012, product type catheter.